Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated atrial oversensing, with fast atrial high rate episodes.

Event description:
It was reported that the patient had some oversensing on the right atrial (ra) lead. It was also noted that the p waves were small. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5054 implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.